Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler cart after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 6 of 6 of treatment and the treatment was cancelled. It is unknown exactly where the leak originated from but the bottom of the cycler cart was wet. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to reset with new supplies for the next treatment. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient was able to complete treatment using the cycler. The patient is continuing peritoneal dialysis therapy with no further issues. The pdrn could not confirm if the cycler set used by the patient was available to be returned for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid underneath the cycler cart after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 6 of 6 of treatment and the treatment was cancelled. It is unknown exactly where the leak originated from but the bottom of the cycler cart was wet. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to reset with new supplies for the next treatment. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event; however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient was able to complete treatment using the cycler. The patient is continuing peritoneal dialysis therapy with no further issues. The pdrn could not confirm if the cycler set used by the patient was available to be returned for physical evaluation by the manufacturer.